Event description:
Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 73 mg/dl. Reporter indicated that, shortly thereafter, pt began convulsing and the left side of his body became numb. Reporter noted that he believed the pt's blood glucose was much lower than the value obtained on the suspect device. Reporter stated that he phoned pt's physician and was advised to give the pt glucose paste. Reporter did so, and indicated that pt soon recovered. Reporter noted that pt was taken to his physician the following day, where a modification was made in pt's insulin. Pt's current condition: feels fine now. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.